Manufacturer narrative:
UDI: unknown. The investigation of this event is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04580.

Event description:
Per report, the deep implant of a sapien 3 (s3) valve in aortic position caused interaction on a surgical mitral stent frame and subsequent mitral regurgitation, which over time required a mitral valve-in-valve. A 29mm sapien 3 valve was successfully implanted in the surgical mitral valve via right transeptal approach. Per medical records review, about 4 months ago, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the native aortic annulus. The tavr procedure was complicated by the previously implanted surgical mitral prosthesis. This influenced valve deployment causing a more ventricular positioning of the s3 valve (in the lvot) and significant aortic insufficiency, which resulted in placement of a second transcatheter aortic valve. The patient was left with an excellent aortic result, but the s3 valve position in the lvot ¿caused some mitral insufficiency or worsened the mitral insufficiency that the patient already had.¿ this has been managed medically and the patient has done well up until recently when the patient has had a progressive downhill course with a low cardiac output state, tricuspid valve insufficiency and renal insufficiency. The patient was admitted for evaluation of severe chf and echocardiogram performed showed wide-open mitral regurgitation (mr) due to a flail leaflet of the prosthetic mitral valve. It was decided that the patient was a good candidate for high risk mitral valve-in-valve tmvr using a 29mm sapien 3 valve with ultimately 4+ ml added to the balloon. The tmvr viv implant was a success with no lvot obstruction, no perivalvular leak and mean gradient of 3 mmhg. The patient was discharged home in stable condition on post-operative day 3. The field clinical specialist clarified that per medical opinion, the deep implant of the tavr s3 valve caused interaction on the surgical mitral stent frame and subsequent mitral regurgitation with a need for the tmvr.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction UDI: unknown to(B)(4). . Additional information h10: per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the IFU warnings, patients with pre-existing mitral valve devices should be carefully assessed prior to implantation of the thv to ensure proper thv positioning and deployment. Safety and effectiveness have not been established for patients with the following characteristics/comorbidities: pre-existing prosthetic heart valve or prosthetic ring in any position. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. At the time of this report, the information available does not reasonably suggest there was a malfunction of the sapien 3 valve. In this case, per report the ¿deep implant¿ of the tavr s3 valve caused interaction on the surgical mitral stent frame and subsequent mitral. The device remains implanted and is not available for evaluation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2019-04580.